Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2021. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Correction: aware date was initially sent as (B)(6) 2023. The corrected initial aware date should be (B)(6) 2023. Corrected data: aware date.

Manufacturer narrative:
A review of the device history record for strattice lot sp200091 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 02/oct/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿incisional hernia¿ repair and was implanted with strattice device lot sp2000191-043 on (B)(6) 2021. The patient underwent a "repair of recurrent ventral hernial with lysis of adhesions and removal of previously placed mesh¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿chronic pain, adhesions, bowel involvement and a hernia recurrence which required an additional surgical procedure during which plaintiff¿s implant was removed.¿ the form lists the conditions that were treated were ¿bowel involvement, adhesions, hernia recurrence, severe pain¿ with approximate date of treatment as 2023.